Manufacturer narrative:
The insulin pump passed the displacement test. However, it was unable to prime during the prime test and it alarmed motor error during basic occlusion test due to faulty force sensor resistor. The excessive no delivery test and occlusion test weren't performed due to the motor error alarm. The motor was tested outside the device and it passed. The device had missing end cap sticker, minor scratches on the lcd window, cracked case at display window corners, cracked battery tube threads, broken reservoir tube lip, and broken belt clip slot. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call, the insulin pump was alarming motor error during prime sequence. Customer's blood glucose was 349 mg/dl. Troubleshooting was performed. The device was not exposed to an MRI or strong magnetic field. Customer doesn't use the sensor feature and was able to complete the rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. She agreed to return the device for further analysis. She also mentioned she was currently six months pregnant.